Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon burst as the nurse was inserting it into the patient.

Event description:
It was reported that the balloon burst as the nurse was inserting it into the patient.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Warning: on latex catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Open csr wrap to form sterile field. 2. Place under pad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position fenestrated drape on patient. 5. Open lubricant/lubricate catheter. 6. Open pvi swab stick package and insert into large cutout along box shelf. 7. Prepare patient with pvi swab sticks. 8. Proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not over-penetrate) and depress plunger. Instill entire amount of sterile water (10cc). 9. Position hanger near the foot of the bed and check tubing frequently to ensure no freestanding urine. 10. To empty bag: a. Remove outlet tube from outlet tube protector. B. Release clamp and empty bag. C. After emptying, clamp outlet tube and replace in outlet tube protector. 11. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. 12. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and tubing for physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Note: bag should be placed near the foot of the bed."